Event description:
It was reported that the lower liquid crystal display (lcd) screen of the external pulse generator had vertical lines through the numbers. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.